Event description:
It was reported that patient developed an unexpected post-operative refraction following the implantation of intraocular lens (iol) in the right eye. Refraction was indicated to be -2.50 diopter when targeted diopter was -0.20. Lens remains implanted in patient¿s eye. Additionally, it was reported that patient has symptoms of meibomitis, keratitis and sjogren¿s syndrome. No further information has been provided. Companion lens has been submitted in a separate MDR.

Manufacturer narrative:
If explanted, give date: not applicable (na). Lens remains implanted in patient's eye. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported that appears to have been diagnosed with meibomianitis, keratitis, and sjorgren¿s syndrome prior to her first appointment with physician in (B)(6) 2013. Post-operative visit on (B)(6) 2014 showed visual acuity (va) of right eye (od) nva (near visual acuity) to be 20/25 mono va, and dva (distance visual acuity) of left eye (os) to be 20/30. Added reported diagnosis. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical measurement test showed lens was within specification for optical and cylinder powers. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.